Event description:
Discordant, falsely low sodium (na), potassium (k) and chloride (cl) results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were obtained on first run and first repeat and were not reported to the physician(s). The customer repeated the sample after troubleshooting on the same instrument and all three assays resulted higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na, k and cl results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The call was turned over to a siemens customer service engineer (cse). The customer stated that after obtaining falsely low results, quality controls (qc) were run, resulting out of range. The customer replaced the integrated multi-sensor technology sensor and reran qc, resulting within range. An occlusion was found in the sensor which was replaced. The customer repeated the sample after troubleshooting and obtained the correct results. The cause of the discordant, falsely low na, k and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.